Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. Customer had elevated blood glucose levels (244 mg/dl). Customer noted that they had recently ate a meal. Customer delivered a bolus to address elevated bg levels.